Manufacturer narrative:
The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed the reported event of a hardware error. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient that the receiver displayed a hardware error on (B)(6) 2014. Foreign distributor stated that the patient reset the device and issue was not resolved. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).